Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was completed and no problems were revealed. A homechoice return instrument test/evaluation (rite) functional testing had no issues or errors and all tests passed. Rite electrical failed the ground bond test. Tested main ground bus resistance from door post to power entry module rear ground prong, and total ground bus resistance was outside of specified limits. The test evaluator observed that the door ground wire was loose. The ground bond wire was tightened to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Device failed during evaluation. There was no patient involved. No additional information is available.